Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the nurse noticed that the mating surface of the jaws didn't fit on each other. Upon further inspection it was noticed that one of the jaws was bent outwards and to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly there was no damage noticed on the device packaging, and the sterile barrier of the packaging did not appear compromised. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was broken off. The fractured part was sent for sem material analysis, and it was determined that the fractured surface exhibited elongated dimple ruptures indicative of a bending/torsional action. This evidence indicates that the fracture occurred due to torsional/bending overload direction. No material anomalies were noted. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; jaw damage. Based on the material analysis, the fracture likely occurred due to a torsional/bending overload. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the nurse noticed that the mating surface of the jaws didn't fit on each other. Upon further inspection it was noticed that one of the jaws was bent outwards and to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly there was no damage noticed on the device packaging, and the sterile barrier of the packaging did not appear compromised. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.